Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Legal counsel for patient reported that patient underwent a total right knee arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel further reported patient underwent a radiograph on (B)(6) 2011. Review of medical records confirmed mild narrowing of the medial lateral compartment and possible poly wear. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.